Event description:
Patient s trombino received implant (rflt rapid ra5010c reflect rapid fixture ø5.0mm x 10 l) on (B)(6) 2021, experienced bone loss which lead to a failure to integrate and the implant was removed on (B)(6) 2022. X-rays were provided by the dentist. Implant replacement was sent to (B)(6) on (B)(6) 2022.